Manufacturer narrative:
Two opened knife samples were received with tip protectors, one in a steam bag and one in a blister package for the report of poor cutting. The returned samples were visually inspected. One sample was found to be nonconforming with a damaged tip. One sample was nonconforming with a missing tip, had raised edges and appeared shiny near the part that was missing. The cutting edges of both samples were conforming. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damaged tip seen on one sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The missing tip seen on the second sample shows a raised, shiny edge indicating that it was pushed up against something which caused the damage. The sample was received opened therefore, how and when this damage occurred cannot be determined from this investigation. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable. (B)(4).

Event description:
A doctor reported that two knives could not cut during surgery. A third knife was obtained and the procedure was completed with no patient impact. No further information can be anticipated.